Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized multiple times. Customer's blood glucose levels during the most recent hospitalization 26mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenously. It was also reported that the customer received no delivery alarms as well as an auto off alarm. Troubleshooting occured. No additional information was provided.